Event description:
Customer returned an unidentified set without a report of a defect. Set was returned was returned with information. Customer states no further pt or event information is available.

Manufacturer narrative:
(B)(4). The customer returned a set without a report of a defect. During visual examination it was noted the silicone tubing was completely separated form the upper blue fitment. Microscopic examination showed two crush marks to the upper blue fitment. The root cause of the leak was identified as a separation in the silicone segment. The cause of the separation was not identified. Although the lot number is unk, the smartsite laser number indicates this set was built between march 29, 2011 and march 31, 2011. Therefore the expiration date would be march 01, 2014.